Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that recently there were high rate non-sustained tachycardia and treated episodes that appear to show possible t-wave oversensing (twos) on the right ventricular (rv) lead, as well as ffrw (far field r-wave) oversening on the atrial lead. The rv lead and atrial lead remain in use. No patient complications have been reported as a result of this event.